Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent lumbar disc herniation surgery. During the surgery, there were two screws found slipped and could not be used anymore. The surgeon had to explant the screws and change to others to complete the surgery. The patient's current status was normal.